Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received: the prosthesis I removed was this patient's primary (head-neck) prosthesis. There was no prior surgery before that.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available.

Event description:
It was reported that there was revision surgery, hemi hip prothesis with cathcart head. There was extreme bone loss femoral and acetabular side, signs of metallosis. Patient consequences include possible cause of destruction, dislocation and revision. Action taken to resolve the issue included extraction of the prosthesis. Definite girdlestone due to irreconstructable bone defect femoral and acetabular side.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. Corrected: d1, d2b, d4 catalog. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary- according to the information provided: "- procedure: revision, hemi hip prothesis with cathcart head. Description of issue: extreme bone loss femoral and acetabular side, signs of metallosis". The product was returned to depuy synthes for evaluation. Visual inspection of the returned device found nothing indicative of a device nonconformance. Device had signs of being implanted for a period of time and was returned still assembled to the head implant. No other cosmetic anomaly was identified on the evidence provided. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was not confirmed as the observed condition of the unk adaptor would have not contributed to the reported adverse event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot- a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device. If the lot/serial number becomes available, the record will be re-assessed. Added: h6 medical device problem code.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary- according to the information provided: "- procedure: revision, hemi hip prothesis with cathcart head. Description of issue: extreme bone loss femoral and acetabular side, signs of metallosis". The product was returned to depuy synthes for evaluation. Visual inspection of the returned device found nothing indicative of a device nonconformance. Device had signs of being implanted for a period of time and was returned still assembled to the head implant. No other cosmetic anomaly was identified on the evidence provided. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. A manufacturing records evaluation (mre) was not performed as no lot number was able to be retrieved for this device. If the lot/serial number becomes available, the record will be re-assessed. The overall complaint was not confirmed as the observed condition of the unk adaptor would have not contributed to the reported adverse event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot- a manufacturing records evaluation (mre) was not performed as no lot number was able to be retrieved for this device. If the lot/serial number becomes available, the record will be re-assessed. H11 additional narrative: corrected: h3. Recaptured codes on h6 (health effect - clinical code).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary according to the information provided: "date event: 9-8-2025 (date of surgery explantation) - procedure: revision, hemi hip prothesis with cathcart head - description of issue: extreme bone loss femoral and acetabular side, signs of metallosis. - when did the even occur?: discovery during surgery - was there any patient consequence?: possible cause of destruction, dislocation and revision - what action was taken to resolve the issue: extraction of the prosthesis. Definite girdlestone due to irreconstructable bone defect femoral and acetabular side. - how long was the procedure prolonged as a result of the difficulties encountered with the device (minutes)? Not". ¿the product was not returned to j&j medtech orthopaedics, however photos were provided for review. See attachment (dpnl25-083 jnj md complaint form erasmus 3sep2025). The photographs attached were reviewed, however the image quality is poor and no observations pertaining to the nature of the reported event could be identified. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was not confirmed as the photographs attached are insufficient to draw a conclusion about the reported adverse event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device. If the lot/serial number becomes available, the record will be re-assessed. H11 additional narrative: added: d10.